Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 54 mg/dl and a seizure. The cause for the low bg was unknown. Bg was treated with glucagon gel, an unspecified intravenous treatment, glucose tablets, and consumption of carbohydrates. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.